Event description:
Event description guidant received information upon review of stored electrograms, from ventricular tachycardia and atrial tachycardia response episodes, that noise was observed on both atrial and ventricular leads. When noise was observed on the atrial lead, it was also observed on the ventricular lead. However, the noise was primarily observed on the ventricular lead, which was programmed to auto sense in the unipolar configuration. Pacing inhibition was observed due to the noise on the ventricular lead, however, the patient was asymptomatic. Ventricular lead threshold and impedance measurements were within normal limits.